Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the ins was returned.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found the stim ins battery had reduced capacity due to overdischarge. Analysis identified that the implantable neurostimulator (ins) is functioning within specifications but has reduced capacity due to {x} overdischarge{s}. [***include if found in analysis***] the ins had no telemetry and no output when it was received for analysis. A normal recharge started after {x} physician mode recharge{s} (pmrs). After recharging, there was good stable output from the ins and it passed the final functional test on the automated test console. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. The ins passed the final functional test on the automated test console. A lab functional test determined that no output was observed on any electrode pair. Once charging was complete, the ins output was again tested and good stable output was observed on the electrode pairs the ins had when it was received. Once charging was complete, the ins output was again tested and good stable output was observed on all electrode pairs. After {1} physician mode recharge(s), the ins was able to recharge normally. Analysis determined the ins had reduced capacity due to {1} overdischarge(s). The ins did not sync with a {ultra//sensor//activa dbs} patient programmer. Analysis determined there were no issues when pressing on the ins can. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no coupling issues were observed. The main component of the system and other applicable components are: product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2007, product type lead.

Event description:
It was reported that a first overdischarge was suspected. No physician mode recharge (pmr) was performed but the manufacturer¿s representative (rep) was going to meet with the patient on (B)(6) to confirm an overdischarge and perform a pmr if it was needed. No diagnostic testing or troubleshooting was performed. It was unknown I the issue was resolved or what the cause of the issue was. There were no patient symptoms or complications associated with this event. At the time of the report the patient was alive with no injury. The rep. Later reported that he met with the patient and there was no overdischarge. The patient¿s battery was nearing end of life (eol) and the problem she was experiencing was related to that. She indicated her charging intervals were much shorter now than what they used to be at the same settings and running it like normal. No specific testing was performed other than an impedance check which revealed contacts 5, 8, 10, and 15 were greater than 10,000. The patient¿s battery was fully charged. The patient¿s programming did not utilize any of those contacts and the patient was receiving effective therapy. The rep. Was going to contact the health care provider (hcp) so they could determine how to proceed and when he might replace the battery. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: 2007-(B)(6), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: 2007-(B)(6), product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: 2007-(B)(6), product type: lead. (B)(4).